Manufacturer narrative:
Device trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm and a pump error. The customer¿s blood glucose level was 11.4 mmol/l. The customer reported that this was the second occurrence of replace battery now alarm without a low battery warning. The customer reported that they had performed the self test and the test was passed. The customer was advised the insulin pump will need to be replaced and the customer was also advised they may continue to wear insulin the pump until a replacement arrives. The insulin pump will be returned for analysis.